Event description:
Patient admitted for unstable angina and nuclear perfusion study showing moderate inferior ischemia. Patient underwent a percutaneous coronary intervention(pci) of the mid left circumflex (lcx)coronary artery with a bare metal stent(bms). After introduction of the guidewire into the distal lcx, a 3.0/12 balloon was advanced to the lesion and inflated to 20atm (atmosphere). (Balloon was inflated per manufacturer's recommendations). On second inflation, the balloon ruptured. No fragments were noted to be retained. Procedure continued and a bare metal stent was placed. Intravascular ultrasound (ivus) verified adequate placement. Patient discharged next day.